Manufacturer narrative:
Concomitant medical products: concomitant therapies: olmetec plus, cordarex, motilium, orlistate, vitamin d. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports injection with two syringes of juvederm® voluma¿ with lidocaine in malar and zygomatic regions (ck1 and ck3) without complications. The following day, patient had a tartar cleaning at the dentist and a week later was complaining of unilateral edema in the left hemiface. Pain and erythema in left malar region also noted. Event described as inflammatory/infectious complication. Ciprofloxacin and meticorten® provided by another physician the day symptoms appeared. Patient traveled to another country, at first improved, but became cyclical between improvement and worsening. Injector contacted another physician who prescribed amoxicillin + clavulanate. Patient also took prednisone, moxifloxacin and clarithromycin. Patient still very swollen. Hyperemia also noted in the right malar region. Per allergan medical professional, according to the chronology of symptoms, it is a case of early complication, which may correspond to infection of the procedure. Additionally, the patient underwent a dental procedure right after filling, which can also exacerbate the inflammatory process. Patient treated with pmma (methacrylate) in the nasolabial sulcus 12 years prior to juvederm® voluma¿ with lidocaine injection. There is no edema in the region treated with pmma. Ultrasound performed approximately 2 weeks post symptom apparition concluding inflammatory nodule in subcutaneous infraorbital tissue on the right and product accumulation + local inflammatory process. No evidence of methacrylate. Physician mentioned that a ¿drainage¿ was performed and there was some improvement. Provided photos show pre and post local lymphatic drainage. Symptoms are not totally solved.